Event description:
It was reported that there was no capture on the left ventricular (lv) lead at the post-operative threshold check, and the lead was found to be dislodged. Multiple vectors were attempted. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).